Event description:
It was reported that the patient presented in the ER for device change-out due to normal eri. High capture threshold was found. Externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis measuring 52.4cm from the electrode tip. External abrasion was found at 10.8cm and 11.3cm, and 12.3cm to 12.9cm from the tip electrode. The re cables were exposed but not abraded. External abrasion was found at 43.6cm to 44cm from the electrode tip. This abrasion is consistent with friction to the ICD can.